Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced the low blood glucose. The customer's blood glucose was 40, 185 mg/dl. The customer was treated with food and glucose tablets. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer was neither in emergency room, nor admitted into hospital as a result of low blood glucose. The customer declined to continue to troubleshoot the insulin pump for the low blood glucose and was not want to use the insulin pump. The insulin pump will not be returned for analysis.